Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical prdouct: 429688 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. A device revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis conclusion indicated shorting/low impedance in the battery. Review of the device memory data showed evidence of unexplained voltage drop while the device was implanted. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. No hybrid anomalies were found. Battery analysis revealed plated lithium material on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the headspace insulator and contacted the cathode tab. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted.